Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio2 meter read inaccurately high compared his feelings and/or normal readings and compared to another meter (paramedic¿s meter). The complaint was classified based on the customer service agent (csa) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2020. The reporter claimed that on (B)(6) 2020, the patient obtained what he felt were inaccurate high readings in the ¿200s mg/dl¿ range with the subject meter. The patient manages his diabetes with oral medication (metformin 500 mg 1 pill daily). The reporter denied the patient made any changes to his usual diabetes management regimen in response to the elevated readings. The reporter claimed that at the time of the alleged issue on (B)(6) 2020, the patient developed symptoms of ¿low blood glucose and couldn¿t breathe.¿ soon after the onset of the symptoms, the emergency medical services were contacted for assistance. On their arrival, the patient¿s blood glucose was reportedly measured at ¿27 mg/dl¿ on the paramedic¿s device. The time difference between the lifescan meter readings and paramedic¿s meter reading was not provided. The patient was reportedly treated with a glucagon injection and was transported to hospital. The patient was admitted to the hospital for 5 days. At the time of troubleshooting, the csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion requiring hospitalization after obtaining alleged inaccurate high readings with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.